Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to intermittent hearing benefit, which was likely caused by a too thick skin flap. Information on the device explantation report form states a skin flap thickness of 10mm, which well exceeds the maximum 6mm recommended for good retention. Reportedly the recipient has a history of retention issues in the past. This is a final report.

Event description:
On 17-may-2024, the user's audiologist reported that the user had experienced intermittent sound for over a month. Reportedly, the device was working, but only when the user moved her eyebrows. Sound perception was going in and out. The device has been explanted on (B)(6) 2024. The user was re-implanted with a competitor's device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 17-may-2024, the user's audiologist reported that the user had experienced intermittent sound for over a month. Reportedly, the device was working, but only when the user moved her eyebrows. Sound perception was going in and out. The user has a history of retention issues due to thick hair and skin flap. Troubleshooting recommendations were provided and in-person support was offered for future clinical visits. External equipment was checked and basically all external parts were replaced. With the new equipment the user heard better, but it was still intermittent. Also a headband to apply pressure was tried to exclude a magnet issue. A magnet strength 6 was not tried.